Event description:
The customer reported that the workstation would not boot, there was a software corrupted message. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply, batteries, and the software were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.